Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 254 mg/dl. The customer reported a button error alarm from the insulin pump while trying to attempt a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.